Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the intra-aortic balloon pump (iabp) was in use, it was noted by the staff that the pump was having trigger loss and spontaneous pump failure. As a result, the pump was swapped out for another. The pump was sent to biomed to be service. The field service engineer serviced the pump and replaced the front-end board. There was no report of patient complication or serious injury and death.

Event description:
It was reported that when the intra-aortic balloon pump (iabp) was in use, it was noted by the staff that the pump was having trigger loss and spontaneous pump failure. As a result, the pump was swapped out for another. The pump was sent to biomed to be service. The field service engineer serviced the pump and replaced the front-end board. There was no report of patient complication or serious injury and death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of "trigger loss" is not confirmed. The returned front end board passed visual and functional test specifications. The root cause of the complaint is undetermined. No further action required at this time.